Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2002: (B)(6), md. Radiology-double contrast barium enema. Indication: 42 year old female with recurrent periumbilical and left lower quadrant abdominal pain. Impression: no clinically significant abnormality detected. On (B)(6) 2003: (B)(6) center. [Signature illegible]. Emergency room visit. Abdominal pain. Impression: abdominal pain; bowel obstruction. Recurrent small bowel obstruction. Transferred to (B)(6). On (B)(6) 2003: (B)(6), md. Radiology-acute abdominal series. Indication: 43 year old female with abdominal pain and constipation. Impression: no acute pulmonary disease. Negative for free air. Nonspecific nonobstructive bowel gas pattern. On (B)(6) 2006: (B)(6), md. Radiology-CT abdomen with contrast. Findings: the patient has an abdominal wall defect in the midline below the umbilicus. There is a small portion of colon which extends into this. Impression: ventral wall hernia through which a tiny loop of colon extends. Tiny nodule of right lung base is probably calcified. Status post cholecystectomy. On (B)(6) 2006: (B)(6), md. History and physical. Has both an abdominal wall hernia and a umbilical or periumbilical hernia. This large area needs hernia repair and I think that it would be good for her to be able to repair this laparoscopically. I have discussed this with her. I think it is worth a try. Has had problems with hernias before and I have done a breast biopsy on her previously also. We are going to schedule her for a laparoscopic umbilical and epigastric hernia repair. Smokes 1 ½ pack a day for 22 years. Weight 145 lbs. Exam: abdomen is soft. Has a fairly large ventral hernia in the epigastrium and a palpable umbilical hernia also. No evidence of inguinal hernia. Impression: ventral and umbilical hernia. Plan: surgical repair. We are going to try a laparoscopic mesh repair. Patient understands we may have to switch to an open hernia repair procedure. Will therefore proceed. Implant procedure: laparoscopic repair of ventral hernia. Implant: gore® dualmesh® plus biomaterial [1dlcmcp04/04158330, 15 x 19 cm]. Implant date: on (B)(6) 2006 (hospitalization [ni] [not indicated]). On (B)(6) 2006: (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia, 12 cm. Postoperative diagnosis: same. Assistant: dr. (B)(6). Description of procedure: ¿the patient was brought to the operating room, placed in supine position. The abdomen was prepped with duraprep and draped in the usual sterile manner. I placed a verres needle in the left upper quadrant just off the edge of the rib and insufflated the 15 mmhg pressure. I placed a port in the left upper quadrant and inserted a 5 mm scope. Through it I viewed the intraabdominal cavity and saw the area where there were a lot of adhesions in the hernia sac from the ventral hernia. I placed three ports on the right under direct vision, mid abdomen 10 mm and the two 5 mm ports lateral to those. I placed a 10 mm port also on the left. I then prepared a piece of mesh 20 cm in length, 15 cm wide, prepared it marked it, began my sutures, pulled it to the inside through one of the ports, unfolded it and anchored it to the anterior abdominal wall in six spots, anchoring it through the fascia. I then placed a tacking instrument and tacked the periphery. One bleeder was encountered in the mesentery which had been caught in the hernia and it was tied with an endoloop. Hemostasis at that point was good. I reviewed the area, aspirated a few cc of blood and irrigated and aspirated the irrigation fluid. The mesh looked good, in satisfactory position, holding nicely. The two 10 mm ports were closed at the facial level with vicryl. All of them were then closed with staples. All instruments were removed. Sponge and needle count was reported as correct. The patient tolerated the procedure quite well and was sent to the recovery room in good condition.¿ on (B)(6) 2006: (B)(6) center. Implant record. Mesh dual plus 15 x 19 cm. Lot#: / batch#: 04158330. Cat#: serial#: (B)(6). Size: 15x19. Manufacturer: w.l. Gore. Exp. Date: 1/10/2009. The records confirm a gore® dualmesh® plus biomaterial (1dlcmcp04/ 04158330) was implanted during the procedure. Relevant medical information: on (B)(6) 2007: (B)(6), md. History and physical. Had excisional biopsy of left breast before and this was done under needle localization. The current one was in the same general area but represents a new and discrete mass. History of partial hysterectomy in 1998. Was hospitalized for scar tissue in 2000, bowel obstruction in 2001, colectomy, gallbladder surgery, and hernia in 2002. Smokes 1 ½ packs a day for 22 years. Weight 140 lbs. Exam: abdomen is soft, nontender. Impression: left breast biopsy. On (B)(6) 2007: (B)(6), md. Radiology-CT abdomen / pelvis with contrast. Findings: there are postsurgical changes seen for an umbilical hernia. A small hernia with fat is seen just above the area of operation for the previous repair. Impression: no acute abnormality noted. Very small ventral hernia seen above the area of surgical repair of a previous ventral hernia. On (B)(6) 2008: (B)(6), md. History and physical. Works at (B)(6) school has been experiencing some abdominal pain, right in the area of her umbilical hernia, possibly a small incisional hernia next to it. Cat scan showed a small abdominal wall hernia with omentum or fat in it. No bowel caught in the hernia. No inflammation. Has had pain in this area for sometime now and would like to have this fixed. We will be happy to get her set up for repair of this hernia. Does have tenderness and weakness in the fascia at the umbilicus and at the upper portion of the abdominal scar. Past surgical history: hysterectomy, surgery for some scar tissue and bowel obstruction, colon resection, appendectomy, gallbladder. Smokes 1 ½ packs per day. Exam: abdomen is soft. Tender in the umbilicus and at the upper end of her previous hysterectomy scar. There is no evidence of strangulation of any bowel loops. Maybe a little bit of omentum caught in the sac. No evidence of inguinal hernias. Bowel sounds are present. Impression: umbilical hernia, possibly a small incisional hernia also. We will be happy to fix this for her. Risks and benefits have been discussed. We will therefore proceed. On (B)(6) 2008: (B)(6), md. Operative report. Preoperative diagnosis: umbilical hernia and ventral incisional hernia. Postoperative diagnosis: umbilical hernia and ventral incisional hernia. Procedure performed: repair of umbilical hernia and repair of ventral incisional hernia. Anesthesia: general. Description of procedure: ¿the patient was brought to the operating room and placed in a supine position. The abdomen was prepped with chlorhexidine and draped in the usual sterile manner. An incision was made next to the umbilicus and extending upward to the area of the palpated and / or suspected ventral incisional hernia, carefully dissected down to these 2 areas, separated the umbilicus from the umbilical hernia and repaired with nurolon in a transverse fashion similarly. The ventral incisional hernia was identified. The edges were cleared. Hernia was reduced and the defect was closed in a transverse fashion using figure-of-eight nurolon sutures. The patient tolerated the procedure well. No problems were encountered. Subcutaneous tissue was approximated with vicryl and the skin with staples. Sterile pressure dressing applied. She was sent to the recovery room in good condition.¿ on (B)(6) 2008: (B)(6), md. History and physical. Past medical history of small bowel obstruction three times in the past. Status post surgery. Also has history of ventral hernia following which she had a repair. Apparently fine until yesterday when she started developing abdominal pain which woke her up from sleep. Describes the pain as colicky type pain, more in the mid abdominal region. Associated with nausea and vomiting. Has not had any bowel movements since yesterday. The patient is a heavy smoker. Smokes about one and a half packs per day for about 36 years. Exam: abdomen is firm and distended and there is diffuse abdominal tenderness. Bowel sounds are slightly diminished. Impression: small bowel obstruction most likely secondary to adhesions. Plan: admit, keep nothing by mouth. Will place a nasogastric tube and continue nasogastric suction. On (B)(6) 2008: (B)(6), md. Radiology-CT abdomen / pelvis with contrast. Impression: transition point suspected to the right of midline implying obstructing adhesion. Correlation with follow-up is recommended. On (B)(6) 2008: (B)(6), md. Consultation. Most recently, had an incisional hernia repair. Began yesterday morning, I believe it was, or woke up during the night with severe cramping abdominal pain, nausea, and vomiting. Has had some symptoms of partial bowel obstruction before. Past surgical history: had a hernia repair. Has had previous gallbladder and hysterectomy. Lower abdominal midline scar. Also apparently says she has had some surgery for scar tissue and bowel obstruction, I think had colon resection also in the past, appendectomy. Exam: has lower abdominal midline scar. I do not see any evidence of inguinal hernias. Abdomen is really fairly soft. Some mild tenderness. Impression: may have some type of gastroenteritis, could be related to possible diagnosis of crohn¿s disease. I do not think she needs surgery right now. On (B)(6) 2008: (B)(6), md. Radiology-abdomen. Indication: small bowel obstruction. Impression: interval worsening in the appearance of the bowel gas pattern. On (B)(6) 2008: (B)(6), md. Radiology-abdomen. Indication: small bowel obstruction. Impression: continued evidence of small bowel obstruction. On (B)(6) 2008: (B)(6), md. Radiology-abdomen supine and upright. Impression: compared to the previous exam, the distended small bowel loops which are seen in the left upper abdomen are significantly regressed in caliber. Only minimal distention of a few small intestinal loops are identified in the mid abdomen at this time. On (B)(6) 2008: (B)(6), md. Radiology-small bowel follow through. Impression: mid small bowel obstruction, cause not determined. On (B)(6) 2008 [assigned]: (B)(6), md. Operative report. Preoperative diagnosis: small intestinal obstruction. Protein calorie malnutrition. Postoperative diagnosis: small intestinal obstruction secondary to adhesions. Protein calorie malnutrition. Name of procedure: exploratory laparotomy with lysis of adhesions to release of small bowel obstruction. Placement of left subclavian central venous line. Anesthesia: general. Estimated blood loss: 75 ml. Procedure: ¿the patient was brought to the operating room and placed in the supine position. A general anesthetic was administered. A foley catheter and nasogastric tube were placed. The patient¿s arms were placed at her side and she was positioned supine in trendelenburg. The left shoulder was extended and she was sterilely prepped and draped in the usual fashion anteriorly. A cook needle was introducer beneath the clavicle and directed from lateral to medial. The left subclavian vein was cannulated in the first attempt at a relatively superficial level. No air was aspirated. A guidewire was advanced without difficulty. The cook needle was removed. The tract was dilated and then over the guidewire a cook 20 cm in length triple lumen silver impregnated central venous catheter was inserted. It was advanced over the guidewire. The wire was removed. Ports were aspirated and venous flow and flushed with heparinized saline solution. The catheter was secured to the skin at 18 cm and was stable. A sterile dressing was applied. Next, the patient was placed in the neutral position with the arms extended. The abdomen was sterilely prepped and draped in the usual sterile fashion. Because of previous ventral hernia with mesh, I explored the patient through a low transverse incision. The rectus muscles were divided transversely with cautery. The posterior peritoneum was carefully incised. I thought I would be below the level of the mesh, but in fact gore-tex mesh was present at this level, midway between the umbilicus and pubis. The gore-tex mesh was carefully incised. Omental adhesions separately easily. The small bowel adhesions to the mesh were somewhat more difficult. There was a pseudocapsule also on the mesh, most of which was left intact, some of which was taken down with the small bowel. Very careful dissection was taken and none of the intestine was injured. There was no serosal tear nor any enterotomy. The wound was irrigated with antibiotic saline solution. Omentum was then carefully separated from the small bowel and majority of the anterior space at the incisional level was covered with omentum. First the omentum was drawn from the pelvis, then it was separated from the intestine on the superior side of the incision. Few small bowel adhesions to the mesh superiorly were taken down with very careful dissection. The small bowel was then run from distal where it the ileocecal valve was identified and freed approximately. There were few interloop adhesions to themselves. The bowel appeared decompressed here. Superiorly a tight adhesion of the bowel itself and the lateral peritoneal wall was apparent. It was carefully taken down and the adhesion was broken. There was a napkin ring type appearance to the bowel. Proximal to this the bowel was dilated, distally it was decompressed. I was able to open up the adhesion entirely and there was lumen of greater then 50% small bowel circumference. Peristalsis was apparent and it appeared to peristalse through the adhesive band that was released. The area was carefully checked. There was no ischemia of the bowel. There was no significant distortion of the serosa. I thought it was clearly viable. This obstruction appeared at the proximal ileum or distal jejunum. The remaining of the bowel was examined and it was normal. Extreme care was taken handling the proximal distended bowel. At this point, the intestine was returned to the abdominal cavity and was copiously irrigated with antibiotic saline solution. The omentum was pulled anteriorly. The abdominal wall was closed in 2 layers, approximating the posterior fascia and reapproximating the mesh together and it was a continuous layer of 0 prolene. Antibiotic irrigation of the wound between layers was performed. Anterior fascia was closed with #1 pds continuous. Subcutaneous tissue was approximated with 2-0 plain gut continuous. The skin was closed with staples. Sterile dressing was applied. The patient was extubated and returned to the recovery room in good condition. A chest x-ray is ordered. Estimated blood loss for the procedure was 75 ml. Sponge needle counts were correct at the end.¿ on (B)(6) 2008: (B)(6), md. Discharge summary. Diagnosis at the time of discharge: small bowel obstruction, status post surgery. Hypothyroid, on synthroid. Hypertension, stable. Hospital course: past medical history of small bowel obstruction and history of multiple surgeries done in the abdomen who presented to the emergency room complaining of abdominal pain, nausea, and vomiting. Imaging studies done in the hospital revealed a small bowel obstruction for which dr. (B)(6) was consulted, and the patient initially had conservative management. We tried to see if the small bowel obstruction would be relieved with conservative measures including nasogastric tube placement, but we were not able to relieved the obstruction. Patient was getting progressively worse with progressive nausea and vomiting, and hence the surgical options had to be considered, and dr. (B)(6) did the surgery, and the obstruction was relieved. Surgery was done on (B)(6) 2008, and the patient did very well postoperatively. Was briefly on total parenteral nutrition postoperatively, but was weaned off today, and she was able to tolerate oral feeds without any problem. Today, she is asymptomatic. Vital signs are stable, and she is walking around the hallways comfortably. Activity: as tolerated. No heavy lifting. On (B)(6) 2009: (B)(6), md. Radiology-CT abdomen / pelvis with contrast. Impression: the rectosigmoid colon lies in the right side of the pelvis and anteriorly there appears to be a slight twist in the colon with an air fluid level in the sigmoid colon; however, there is opaque material which has passed by the area of twisting into the rectum. I would wonder if there might be some type of volvulus in the sigmoid colon anteriorly or whether there may be some type of band adhesion in this area. A barium enema might be helpful. I am unable to visualize the appendix. However, I see no definite inflammatory changes in the region of the cecum. No other abnormalities are demonstrated. There is some slight irregularity of the upper sigmoid colon just above the apparent twisting in the right lower quadrant anteriorly. This would be worrisome of some type of adhesion. On (B)(6) 2009: (B)(6) center. [Signature illegible]. Emergency room visit. Abdominal pain, diarrhea months. Chronic abdominal pain, multiple surgeries, multiple bowel obstructions. Impression: acute abdominal pain; constipation. On (B)(6) 2011: (B)(6), md. Operative report. Preoperative diagnosis: urinary stress incontinence. Postoperative diagnosis: urinary stress incontinence. Procedure performed: marshall-marchetti urethrovesical suspension. On (B)(6) 2015: (B)(6), md. Emergency room visit. Presents with a 6 day history of moderate nausea, vomiting, watery diarrhea. There is associated cramping mid and lower abdominal pain. The patient denied hematemesis, bloody diarrhea, fever though she has had some chills, cephalgia, myalgias, recent antibiotics, sore throat, respiratory, neurologic or other complaints. Does have a past history of crohn¿s disease which has been remission for quite some time. Not taking any disease modifying drugs. History of hypertension; gastroesophageal reflux disease; intestinal obstruction; crohn¿s; appendectomy; hysterectomy; reflux surgery, laparotomy with bowel resections. Non-smoker. Exam: abdomen normal, soft, tenderness ¿ mid and lower abdomen poor relaxation no definite rebound or peritoneal signs. Impression: acute vomiting diarrhea, severe hypokalemia, history of irritable bowel disease / crohn¿s disease. On (B)(6) 2015: (B)(6) center. Nurse notes. Heavy tobacco smoker, 1 pack per day. History of hiatal hernia; appendectomy and cholecystectomy 2001; colectomy 2001; hiatal hernia repaired on (B)(6) 2008. On (B)(6) 2015: (B)(6), md. Radiology-CT abdomen / pelvis with contrast. Indication: abdominal pain. Findings: there is mesh in the anterior abdominal wall. Just above the mesh, there is a very narrow neck, tiny ventral hernia which contains some fat but no bowel. There is a suprapubic hernia in the midline which contains what I believe is a small amount of urinary bladder. Alternatively, this could be a knuckle of small bowel, but I favor bladder. Impression: the patient has had a ventral hernia repair. Just above the mesh in the anterior abdominal wall, there is a tiny fat containing ventral hernia. In the suprapubic region, there is a small hernia which contains what is likely a small amount of urinary, although a loop of small bowel could have this appearance. I favor bladder. The patient has had a subtotal colectomy. There is a large amount of fluid in the remaining colon. Tiny left adrenal nodule, likely adenoma. On (B)(6) 2015: (B)(6), md. Consultation. Has known crohn¿s colitis since 2001. Has had a previous right hemicolectomy and has not been on medical therapy for the crohn¿s disease since. Additionally, has had multiple surgeries for bowel obstruction, the last being around 2008. Has had two ventral hernia repairs, last with mesh. Complains of about problems eating recently and has had about a 20 pound weight loss over the last six months. Over the last couple of weeks has had nausea, vomiting and diarrhea. Has not had any bleeding per rectum or hematemesis. Has had some abdominal cramping. CT scan was unrevealing other than she has recurrent incisional hernias, one superior to mesh and one inferior to it. States most of her pain is postprandial and less related to movement and activity. History crohn¿s colitis. Exam: abdomen is soft, not distended. There is a long midline surgical scar beneath the umbilicus. I can palpate a ventral hernia on the superior side of the incision. It is not tender. No other mass. Impression: multiple gastrointestinal symptoms and recurrent hernias. Symptoms suspicious for recurrent crohn¿s disease. On (B)(6) 2015: (B)(6), md. Operative report. Preoperative diagnosis: nausea, vomiting and diarrhea with prior history of crohn¿s colitis. Postoperative diagnosis: minimal gastritis of the antrum and evidence of a subtotal colectomy with no evidence of any inflammatory bowel disease of the 3 to 4 feet of small intestine examined. Procedure performed: egd and colonoscopy. On (B)(6) 2016: (B)(6), md. History and physical. Multiple gastrointestinal problems ¿ laparoscopy, bowel obstruction and midline incisional hernia repair. Has now developed a bulge in the lower abdomen outside where old mesh is. Has a new ventral hernia. Symptomatic with straining and coughing. Pain has been associated with nausea and occasional vomiting. Has a long-standing history of these symptoms also with crohn¿s disease. Plan now is for incisional hernia repair, likely mesh, open technique due to the location. History of hypertension, chronic abdominal pain, back pain with an implanted spinal cord pump, crohn¿s colitis. Has a long-term smoking history. Exam: abdomen is soft, there is a midline surgical scar. In the lower aspect, there is an obvious incisional hernia. The fascial defect is midway between the umbilicus and pubis. It feels to be less than 2 cm. It is slightly tender. Impression: ventral hernia. It seems to be below the area of the previous mesh. Plan: open repair likely with mesh again. Risks, benefits and alternatives including bleeding, infection, pain, return and bowel injury were all discussed. She understands and wishes to proceed. On (B)(6) 2016: (B)(6), md. Operative report. Preoperative diagnosis: hernia. Postoperative diagnosis: hernia, suprapubic area. Procedure performed: [blank]. Anesthesia: general. Description of procedure: ¿the patient was brought to the operating room and placed in the supine position. General anesthetic was administered. The abdomen was sterilely prepped and draped in the usual fashion. A lower midline surgical incision was made. Dissection was carried through subcutaneous tissue sharply and with cautery. Anterior fascia was exposed. Initially, a hernia could not be identified. The patient¿s hernia was felt to be lower abdomen but likely left of midline. I could not find a hernia defect. The left groin area was exposed. The inguinal ligament was opened. There was some laxity of the floor so the inguinal floor was rebuilt with continuous 0 prolene from the pubic tubercle and the internal ring. While doing so, the round ligament was retracted outward. The external oblique aponeurosis was then reapproximated with 3-0 continuous vicryl. While doing so, the ilioinguinal nerve was preserved and left outside of the suture line. Further dissection along the suprapubic area revealed eventually a 2 cm fascial defect. Bowel was apparent. The defect was dissected. The bowel and bladder was separated from the fascia and brought back into the properitoneal space. A small 4.3 cm ventral coated marlex mesh patch was placed on the defect, secured to fascia with interrupted 0 prolene. The mesh was placed beneath the fascia. The fascia was closed over the mesh with continuous 0 vicryl. Therefore the mesh was completely incorporated. Examination revealed no other defect. The wound was irrigated. Because of the large exposed subcutaneous space, I placed a 19 french blake closed suction drain. It was allowed to exit through a left lower quadrant stab wound. It was affixed to the skin with 2-0 silk. Hemostasis was apparent. The wound was again irrigated and then closed with two layers of 2-0 plain gut subcutaneous and the skin with staples. Sterile dressing was applied. The patient was extubated and returned to the recovery room in good condition. Estimated blood loss was 25 ml.¿ on (B)(6) 2016: (B)(6) center. Implant sticker. C-qur v-patch. On (B)(6) 2018: (B)(6), md. Radiology-CT abdomen / pelvis. Indication: syncope. Findings: there has been prior anterior abdominal wall hernia repair without recurrence. Impression: possible enteritis given the fluid filled large and small bowel. No acute findings otherwise. On (B)(6) 2018: (B)(6) center. Nurse notes. Weight 55.3 kg. History back surgery x3, has implanted spinal cord pump. Hernia repair 2010, 2009, 2008, 2006; bladder sling 2011; partial hysterectomy 1995; bilateral salpingo-oophorectomy lumpectomy 1997. On (B)(6) 2019: (B)(6), md. Emergency room visit. History lung cancer under chemotherapy and radiation which just finished. Sitting at home today felt short of breath. Smokes and has history of chronic obstructive pulmonary disease, hypertension, gastroesophageal reflux disease, intestinal obstruction, crohn¿s. Surgical history of appendectomy, hysterectomy, hernia repair. Exam: abdomen normal, soft, no pulsatile mass, no rebound. Impression: dyspnea. Explant procedure: [ni]. Explant date: [ni]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, small bowel obstruction, recurrence, diarrhea, not able to eat, stomach issues, constantly in pain. Additional event specific information was not provided.